Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to check the settings on her insulin pump due to high blood glucose levels. Her blood glucose at the time of incident was 22 mmol/l. Customer states that she has been suffering from dry mouth and frequent urination. The customer was advised to call her health care professional or seek medical attention in regards to her blood glucose value before calling back to troubleshoot. The customer decided to remain on the line and troubleshooting was initiated for her high blood glucose and to generally review her insulin pump settings and infusion set. A high pressure test occurred and the insulin pump passed. The customer was advised to change her entire infusion set, reservoir, and insulin, and to treat her diabetes per health care provider's instructions. No products were returned, replaced, or shipped.